Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/25/2023, it was reported by a sales representative via email that the tightrope from an ar-2370bl knotless ac tightrope repair implant with dog bone button got jammed. The surgeon drilled the tunnels through the clavicle and coracoid, and an sd wire loop was passed. The knotless ac tightrope was passed, and a dog bone button was attached. The dog bone button was placed on the coracoid, and the clavicle button was walked down to the clavicle, but before the clavicle button was tight to the clavicle, the tightrope got jammed. The surgeon used kite handles to pull on the tightrope tails with force while the physician assistant held the reduction on the clavicle. After pulling on it hard, the button did not get tight to the clavicle and the white pull suture on one of the kite handles snapped right at the tightrope mechanism. The surgeon cut the clavicle button off and used the sutures to pass another tightrope to complete the case without further issues. This was discovered during an ac joint reconstruction procedure on (B)(6) 2023.